Manufacturer narrative:
Company comment: the serious event of vascular occlusion was considered expected and possibly related to the treatment. Seriousness criteria includes the need for multiple medical interventions to prevent permanent damage. The potential root cause includes the intravascular filler injection leading to vascular occlusion. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and have provided sufficient information to assess the potential root cause. The reported lot number was valid and verified the reported product. To date, this is the only case report received for this lot number. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate, and no additional investigations will be conducted unless further information is received. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 09-mar-2026 by a physician concerning a 46-year-old female patient. The patient had no known allergies and was not pregnant. No information about medical history has been provided. She was not taking any concomitant medications. The patient had previously received treatment with restylane lyft to chin in (B)(6) 2025. On (B)(6) 2026, the patient received treatment with 1 ml of restylane lyft lidocaine (lot 24026-2), 0.3 ml to center of chin on bone using needle and 0.7 ml to chin for shape using cannula with unknown injection technique. On (B)(6) 2026, the patient experienced moderate vascular occlusion (vascular occlusion) on the left side of chin. The patient received corrective treatment with hyalase [hyaluronidase] 1.5 ampoules and 2 tablets of ecotrin [acetylsalicylic acid] on 06-mar-2026. She also received four-time treatments with hyperbaric chamber and the treatment was ongoing. Post treatment, there was revascularization and the event was resolving. Outcome at the time of the report: vascular occlusion was recovering/resolving.